Event description:
A customer reported a recurring malfunction alarm with code malf 12 on their insulin pump, though no notable events occurred prior to the malfunction. The malfunction had previously been reported and caused no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the customer in resetting the pump and confirmed a replacement pump would be sent with updated software. The customer was instructed on how to place the existing pump in storage mode before returning it via a pre-paid ups label within 10 days. They will continue using the current pump until the replacement arrives, and training for the new pump will be available in their source account.